Manufacturer narrative:
Philips received a complaint on the als 861290 (heartstart xl+ defibrillator/monitor) indicating that there was a paddle issue. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite by a philips field service engineer and no fault was found. No critical errors were displayed or occurred in the log files and the device passed all functional testing. It was suspected that the paddle cable was loose and it was plugged back in. The device is fully functional and was returned to service. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device exhibited a paddle issue. There was no reported patient involvement.